Manufacturer narrative:
Concomitant products: 507652 lead, implanted (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited oversensing. The right ventricular (rv) lead sensitivity was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.